Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): work order search . Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -17.0/+3.5/087 diopter, in the patient's left eye (os) and the lens tore/broke during injection/delivery into the eye. The lens was removed with no report of any patient injury.

Manufacturer narrative:
Corrected data: (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn. (B)(4).